Event description:
The customer called for help with her meter. While troubleshooting, she performed a control test and received a result of "lo". The normal control range is 115-166 mg/dl. The customer did not allege any adverse events. The test strips were to be returned for eval, and replacement test strips were sent.

Manufacturer narrative:
This report was not made a potential MDR until more info could be obtained from the customer, so it will be submitted past the 30 day window.